Event description:
It was reported the entire system was explanted on (B)(6) 2008. The patient passed away due to probably sudden unexpected death in epilepsy (sudep). It was also noted it was not device related. Additional information received reported the patient had a 30% reduction in her complex partial seizures, compared to baseline. She had a near doubling of her simple partial seizures (no loss of awareness) compared to baseline. The overall seizure frequency change from baseline for all seizure types was a 30% increase. It was noted, while the overall percent change in this patient might not be negative, the more disabling seizures (complex) were decreased. The patient had been followed in the study for more than three years. It was also reported the patient did not have any ongoing stimulation-related adverse events at the time of her death. The patient had previously been admitted to the hospital on (B)(6) 2008 for increased seizure frequency (not related to stimulation, as determined by the investigator). While in the hospital, the neurostimulator was turned off, but no improvement in seizure frequency was noted. Seizure exacerbation did spontaneously resolve and the patient was discharged on (B)(6) 2008. Stimulation had remained off sin ce that time and was off at the time of death on (B)(6) 2008. The patient was originally implanted in (B)(6) 2004. It was reported the definite cause of death was sudep per the investigator and confirmed by data and safety monitoring board (dsmb). Further information confirmed the condition of death was definite sudep.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0454516v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead; product ID 3387-40, lot# j0454516v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension; product ID 3387-40, lot# j0454516v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead; product ID 3387-40, lot# j0454516v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins- nfd105640h) found the ins was functioning appropriately, although a void in the adhesive on the connector block was noted, this could impact the #7 electrode. Based on the parameters at receipt the #7 electrode was programmed off. Both leads were returned with same lot number (j0454516v). The first lead analysis determined the #0 and #3 conductors broke at their respective electrode weld site due to tensile overstress. The conductors were stretched. The second lead analysis found a breached esc on outer insulation, which it is unknown if this occurred during explant or while implanted. The # 3 conductor is broken at the electrode weld site due to tensile overstress. Analysis of both extensions (nhu075960v and nhu076167v) found the insulation on the extension was cut; however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits. The device was used for an off label indication. The therapy was the device was used for was epilepsy.